Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a spinal decompression procedure due to leg weakness after the scs implant. Reportedly, the physician moved the lead from the epidural space and placed it retrograde at t11/t12. Stimulation therapy was resumed postoperatively.